Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with .55 ml of juvéderm volbella® xc in the vertical lip lines, and 1 syringe of juvéderm voluma® xc in the cheeks. 3 months later, patient presented with "swelling and nodularity" in the lips. Patient was prescribed medrol dose pack. 2 weeks later patient experienced soreness, redness and edema in the cheeks. Patient was then prescribed an additional medrol dose pack and doxycycline. Hcp noted that the patient initially hesitated to start medication, and refused to have the filler dissolved. The hcp planned to dissolve the filler, but the covid-19 outbreak "closed all salons". Hcp indicated"pt is doing well as of today with a lot less swelling". Symptoms are ongoing.